Manufacturer narrative:
This event occurred in (B)(6). Age at time of event - on (B)(6) 2016, the patient age was (B)(6). Lot number - the lot number in use on (B)(6) 2016 was lot 187549. The lot number and expiration date in use prior to this date is not known. Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for troponin t hs (high sensitive) - tnths on an e602 analyzer. The patient was initially thought to have a non st elevation mi because of elevated tnths results, but based on further testing and the fact that the patient remained asymptomatic, this diagnosis was reversed. All results have been reported outside of the laboratory. On (B)(6) 2014, a first sample from the patient had a tnths result of 45 ng/l when tested on the e602 analyzer. It was stated that this sample was diluted 1:2, resulting as 7.8 ng/l. It was stated that the dilution result was non-linear. On (B)(6) 2016, a second sample from the patient had a tnths on 74 ng/l when tested on the e602 analyzer. Upon investigation of by the cardiology department, troponin t was found to be normal. It is not known what troponin t testing method was used by the cardiology department and no detailed results were provided. The second sample was also tested for troponin I on a siemens centaur analyzer, resulting as <17 ng/l which was said to be normal. The tnths result of 74 ng/l from the e602 analyzer was said to not fit the patient's clinical picture. After initial presentation on (B)(6) 2013, the patient was started on statin, aspirin, ticagrelor, bisoprolol, and ramipril medications. After (B)(6) 2016, post mi medications were stopped. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
Samples from the patient were provided for investigation. One sample was used for the investigation and it was determined that the customer's result could be reproduced. Further investigations of the sample determined that it contains an interferent to the tnths assay. This interference is caused by a high molecular weight compound, presumably igm. This type of interference is covered in product labeling.